Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of scope communication error e315 was confirmed and error e216 was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The most likely cause is due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had error e216 and e315. The issue occurred during inspection for use. There were no reports of patient involvement.